Event description:
It was reported that the implant did not fit well.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. Correction: d9. The reported event (implant fit) could be confirmed based on the provided post op CT scan. Investigation has shown the implant was designed and manufactured correctly according to specifications, with imaging showing that brain swelling and remaining bone fragments likely contributed to the implant¿s imprecise fit. Despite the surgeon needing to make adjustments during surgery, no device-related issues or adverse consequences were identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.